Event description:
A physician reported that following the intraocular lens (iol) implant procedure, two different defects have been noticed on the iol after implantation. The iol¿s have been explanted as a result of these defects. There is no adverse effect on the patients. The physician also stated that iol sits in the cartridge and not advancing the iol to the very distal end of the cartridge with the plunger. The physician also stated that he possibly is injecting the lens faster than maybe he should and that is leading to some of the defects. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Photos provided show drawings of 2 defective lens by the doctor. Reported complaint cannot be confirmed from the provided photos. The manufacturer internal reference number is: (B)(4).